Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that on the morning of (B)(6) 2017, she obtained what she felt was an inaccurate high blood glucose reading of ¿505 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with a combination of 9 types of medication including 45 units of lantus insulin taken twice daily. The patient denied making any changes to her usual diabetes management regimen in response to the elevated result. The patient reported that immediately after the alleged issue occurred, she developed symptoms of feeling ¿dizzy, disorientated and nausea.¿ the patient claimed she contacted a friend for assistance however the next thing she reportedly can remember is waking up in the emergency room (ER). The patient was unable to recall the treatment received. The patient denied using any other device to test her blood glucose. During troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.